Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading the cartridge with 250 units of insulin. During troubleshooting with tandem technical support the customer added more insulin to the cartridge and successfully completed the load sequence. In addition, the customer reported difficulty charging the pump and stated the battery was observed to be depleting quickly. The customer also reported the insulin gauge drops down much quicker than expected. The customer declined to perform troubleshooting for the battery and insulin gauge issues. The customer's blood glucose level was 243 (mg/dl).